Manufacturer narrative:
Qc was within established ranges before and after the event. A field service engineer (fse) replaced leaking crem reagent syringe on the pump. Root cause of the event is unknown.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously high creatinine (crem) result generated by the unicel dxc 800 pro synchron clinical systems for one patient. The sample was re-tested on a different instrument and then repeated on this instrument and lower results were obtained. The high result was not reported out of the lab. There was no change to patient treatment in connection with this event.